Event description:
It was reported the lead had oversensing, high impedance, >2500 ohms, no capture, and there were inappropriate shocks. The pace/sense portion of the lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It shows the lifetime ventricular sensing integrity counter is 1525 and 302 of these counts occurred within the previous day. A high value of this count can indicate a possible intermittency in the system. Lead impedance trends were steady; noise, interference was noted.